Event description:
It was reported by the patient that their controller was not charging properly. Because the device would not charge, the patient was unable to administer insulin and was subsequently hospitalized with blood glucose levels reportedly reaching 500 mg/dl. The patient stated that the charging port was loose and would not maintain a connection with the charger. The patient stated they were already administering insulin manually via injections. No further information has been provided.

Manufacturer narrative:
In the case description, the user mentioned that the controller battery was not holding charge and the charging port was loose, resulting in the charging cable being unable to connect securely. Visual inspection of the charging port on the returned controller found no damages or evidence of the charging port being loose. The controller was returned with the battery depleted and so the controller was plugged in and allowed to charge. The charging cable was initially unable to connect. Inspection of the charging port found debris at the bottom, preventing proper seating of the cable. The debris, which was determined to be lint, hair, and other debris that is commonly found in clothing, was able to be removed from the charging port and the charging cable was able to be connected. The controller was able to charge to 100%, turn on. And boot up with no issues. Review of the android log files downloaded from the controller found that the controller battery was able to last at least 36 hours after a full charge. No abnormalities were observed in the logs that would contribute to increased battery drain. No evidence of the controller being unable to hold a charge was observed during the investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.